Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilatation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. The balloon was inflated 3 times before it ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilatation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.